Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-01631 and 2134265-2014-01633. It was reported that pullback function failed. The 75% target lesion was located in a non-calcified and moderately tortuous mid left anterior descending artery. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross imaging catheter to visualize the lesion. After the imaging catheter successfully crossed the lesion, the physician attempted to perform pullback but it failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.